Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in july 2011 and performed to specification up to the 19th october 2014. The device records multiple manual power ups of mainly ten minutes duration on the 22nd october 2014 and the last log entry on the 10th june 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would further suggest a membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.